Event description:
The customer claims that the alarm tone is intermittent when pressure is off the pad. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Device eval anticipated, but not yet begun. (B) (4).